Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient has occasionally had low blood glucose levels as low as 30mg/dl since he began using the infusion device three years ago. The patient thinks that the infusion device delivers an inaccurate amount of insulin, but could not be sure if the problem wasn't related to how he primes the infusion set. At times his parents have had to treat the patient because he has become too weak to treat himself due to the hypoglycemia. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.